Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax, exposing internal components. Initially a deflection issue was reported. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The deflection issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-aug-2023 observed a hole in the pebax, exposing internal components with dry blood inside. The hole in the pebax, exposing internal components was assessed as MDR reportable. The awareness date for this reportable lab finding was 22-aug-2023.

Manufacturer narrative:
The device evaluation was completed on 22-aug-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the pebax, exposing internal components with dry blood inside. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; however, a hole in the pebax was noted during the product investigation. The root cause of the damage could be related to the handling since in the process there are control inspection points to avoid these issues. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole in the pebax, exposing internal components with dry blood inside¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).